Event description:
It was reported the patient had their battery and extensions removed due to infection. It was also reported the type of infection was a (B)(6), corneo bacteria infection, near the connection between the lead and the extension, behind the patient's left ear. The healthcare provider reportedly removed the battery and extension and left the lead implanted and placed a percutaneous lead and cap over the end of the lead to protect it until the infection cleared. It was reported the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis of neurostimulator model: 7426, serial #: (B)(4) showed no significant anomalies. Analysis of extension model: 74955136, serial #: (B)(4) showed no significant anomalies.

Manufacturer narrative:
Product ID: 74955136, serial# (B)(4), explanted: (B)(6) 2013, product type: extension. (B)(4). No device analysis was performed; the device met risk based criteria.